Event description:
When rn connected the plastic cannula to the maxguard pre-slit injection port the IV was leaking and the pt. Brought it to rn's attention. When rn disconnected it the rubber stopper pulled completely out of the port. This could have allowed blood to back out of the PICC and leak out.